Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal. The displacement verification passed. After the customer inserted a new reservoir, the issue reappeared during the basal. Customer's blood glucose level was 214 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test and rewind test. The motor was tested outside of the insulin pump and passed. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.